Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited that the nozzle was clogged with black material and the plastic distal end cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer returned the device without reprocessing due to a leakage in the device which caused the foreign material to remain in the device. The burn on the distal end cover was likely due to endo-therapy accessories used without sufficient distance from the distal end; however, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual_ using endo therapy accessories_ high-frequency cauterization treatment. Warning: never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.